Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 800 mg/dl. Customer was admitted to hospital due to hyperglycemia coma. Customer confirmed that during this period blood glucose was high and it was not reported. Customer confirmed that drive support cap was not sticking out or loosed. Customer does not recall insulin pump being exposed to high magnetic field. Customer does not recall insulin pump being dropped or bumped customer was advised to stop using the insulin pump and revert to back up plan as per health care professional's instruction. No further details given. The insulin pump will not be returned for analysis.